Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 53-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient was on impella 5.5 support after having an impella cp implant. The impella 5.5 experienced a pump stop. The automated impella controller (aic) was replaced to no avail. Impella 5.5 was removed to address the issue. No patient harm was reported due to the issue.

Manufacturer narrative:
The investigation into the pump stop issue has been completed. The device was not returned for investigation. Based on the clinical information provided, fifteen days into impella 5.5 a pump stop occurred. No information was given as to how the pump stop occurred. Multiple restart attempts and a console switch were attempted with no success, the pump was explanted as a result. Log analysis confirms alarm 115 with a motor current spike greater than 30000. This is common in open motor cable line failures. The most likely cause of the pump stop was an open electrical line. H1: type of report should be malfunction and not serious injury.